Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during drain 1 of 4. The caregiver (cg) stated that they observed air bubbles in the patient line. The technical service representative (tsr) advised the cg to end the therapy and start over with all new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The affected cassette was returned for evaluation against the reported condition of air in line. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. The sample ran on a homechoice machine with no issues noted. Initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.